Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for non-malignant pain and failed back syndrome - other. The reason for call was pt stated they needed their ins replaced as the ins charge was only lasting around 2 weeks now. Pt later said they didn't know if they needed the ins replaced or not, but just didn't know the correct process to go through. Patient services (pss) asked event date, and pt said they kept notes in their phone when they charged, but only said sometimes the charge would last 6-8 weeks and didn't actually give an event date for lasting around 2 weeks. The patient was redirected to their healthcare provider (hcp) to further address the issue. No symptoms were reported.